Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hypoglycemia. The patient experienced hypoglycemia several times within the last 3 to 4 months and also events of unconsciousness. The patient was assisted by his wife who is a healthcare professional. The patient was treated with a sugary drink and glucose in the moment of unconsciousness. The lowest blood glucose result was 27 mg/dl at the time of the event. The patient was not taken to the hospital.